Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces. There was no display ramping anomaly on its own. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 140 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.